Manufacturer narrative:
(B)(4). Batch # r59f1z. Device analysis: the analysis found that one sr75 reload was returned with no apparent damage. The cartridge reload had the swing tab in the locked position, and the proximal 7 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Batch # unk. Month unknown. Only day (7) and year (2018) known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, stapler malformation. There were no patient consequences reported.